Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 124mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer believed the cause of the occlusion was due to the use of apidra insulin within the cartridge. Reportedly, a supply change was performed to address the issue.